Event description:
It was reported to philips that the system unable to boot up. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was confirmed that the system was outside clinical use at the time of the event. A philips field service engineer (fse) evaluated the system onsite and confirmed the error occurs sporadically during startup, causing the system to remain stuck on the "bios screen." Based on fse's evaluation a new hard disk drive (hdd) was ordered. The fse confirmed the hdd was replaced, a backup was performed, and system testing completed which passed without issues. After that, the system was returned to use in good working order and ready for clinical use. Further analysis of the replaced hdd was not performed as the component was scrapped. Further investigation of this intermittent problem completed under complaint pr 5438365 determined the cause to be related to a physio box that was connected to the host pc. The physio box connection was removed from the host pc after receiving customer approval as it is not required for the system to function as intended. System now completes boot up as expected; system returned to normal working function. The codes were updated based on the investigation outcome.